Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) was resetting during pulse testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor was resetting during incoming pulse testing. The root cause investigation of the monitor resets is currently underway. No adverse event resulted from the monitor resets. Last pt to use this monitor did not report any deficiencies.